Manufacturer narrative:
Testing was repeated on galileo. Testing with crrs IV cells (lot k124) resulted in no type determined (ntd). Testing with capture-r ready ID (id080) resulted in positive reactions. Testing with capture-r ready extend 1 (dp015) identified anti-lea. Testing with ortho biovue surgiscreen resulted in positive reactions in cell 3. Monospecific igg coombs test resulted in positive reactions on cell 2 (lea positive). It is possible, the antibody is igm in nature; dtt testing would confirm the presence of an igm antibody. The complaint appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative reactions on the galileo using crrs IV. The same sample was tested on the autovue and positive reactions were observed. An anti-lea was identified.